Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed but not duplicated during product evaluation. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.